Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed supplies to address the occlusion alarms. Customer reported using supplies for more than two days, and filling cartridges with the residual insulin from previously used cartridges. Tandem customer technical support informed customer that is off-label per the user guide. Customer reported blood glucose level ranged from 100-200 mg/dl.

Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." Per tandem¿s t:slim x2 g6 user guide: "residual insulin remaining in the cartridge (unusable)."